Manufacturer narrative:
The suspect system camera cable was returned and evaluated: functional testing; visual/physical examination. With the cable connected it caused intermittent communication with the camera. Performed a continuity test on the cable and found a short between shield and pin 14. Found the short at the angled lemo connector that connected to the camera. This issue will be trended and monitored in a medtronic hardware anomaly tracking database. The suspect system control unit (scu) was returned and evaluated: functional testing; visual/physical examination. Manufacture date march 2010. The scu event logs reported two errors. Detected a psu on port 1 but could not establish communication. Psu current measurement out of recommended operating range. This scu has not been previously returned for a failure. Customer's description of failure has been verified. Unit was having issues establishing communication with psu due to a faulty component on the main board. As a result the effected component requires replacement followed by final tests to ensure proper operation. Electrical problem. This issue will be trended and monitored in a medtronic hardware anomaly tracking database. After cable and scu replacement, a medtronic representative performed a system checkout. The system passed all software, hardware and instrument testing. No fault found. System performed properly. Issue resolved.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The initial report occurred on 11/10/2015 and was found to be a non-reportable malfunction based on the information available. On 12/7/2015, new information was available through evaluation of the returned device and the decision was changed to a reportable malfunction. RMA issued; replacement scu to psu cable shipped to site on 11/10/2015 for issue resolution. The medtronic representative reported the cable was replaced but the representative could not get the computer to recognize the camera. The navigation system was returned for analysis on 12/8/2015. Medtronic investigation of original suspect scu to psu cable finds that the scu to psu cable caused intermittent communication with the camera. Testing involved a continuity test on the cable and found a short between shield and pin 14. Found the short at the angled lemo connector that connected to the camera. The reported event was confirmed to be caused by an electrical failure mode due to a cable short.

Event description:
A medtronic representative reported that the navigation system camera was not connecting. The medtronic representative reported the camera did not have any lights on and the ndi configuration utility was not showing the system control unit (scu) or the positioning sensor unit (psu). The ndi lights were on and box was beeping but the camera had no leds and was not beeping. The medtronic representative swapped the external camera cable from another navigation into the system and reported the camera functionality returned. The navigation system was being setup at the time of this issue. There was no patient present when this issue was identified.